Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm mitral valve implanted two years, 10 months, underwent valve-in-valve procedure in mitral position due to severe stenosis. A 29mm valve was successfully implanted inside the failing 27mm valve. Patient outcome was excellent. Patient post-operative status was noted as in recovery.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm mitral valve implanted two years, 10 months, underwent valve-in-valve procedure in mitral position due to severe stenosis due to severe leaflet calcification and restriction. A 29mm valve was successfully implanted inside the failing 27mm valve. Patient also had percutaneous asd repair with an 18mm amplatzer device. On tee there was trace perivalvular leak. The patient was transported to the ICU in stable condition. The patient was discharged to a rehabilitation facility on pod #10 in fair condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.